Manufacturer narrative:
Voluntary medwatch report received: mw5156778. Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
Voluntary medwatch report received reported that the atrial lead was under-sensing. No intervention or patient symptom was reported.